Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information was received indicating that this ra lead was explanted due to loss of capture (loc) after an open-heart surgery. No additional adverse patient effects were reported. The field representative indicated that this lead will not be returned for analysis.

Manufacturer narrative:
This product was explanted and was not returned; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the response confirmed that this product is not available to be returned for analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.